Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. The reported device damaged by another device is the result of the second clip inadvertently entering the ventricle and interacting with the second clip. The reported incomplete coaptation is the result of the device being dislodged by the interaction with the second clip. There is no indication of a product issue with respect to manufacture, design, or labeling. Brand name corrected.

Manufacturer narrative:
The additional mitraclip device is filed under a separate medwatch report number. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet, requiring another clip to stabilize it. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was successfully implanted. A second clip delivery system (cds) was advanced however entered the ventricle when opening the clip prior to checking for perpendicularity. The clip interacted with the first implanted clip, causing it to detach from the posterior leaflet and remain attached to the anterior leaflet (single leaflet device attachment (slda)). The second clip was implanted to stabilize the slda clip. A third clip was implanted laterally to further reduce the mr to 2-3. This issue reportedly caused a clinically significant delay but the delay did not result in adverse patient sequelae. No additional information was provided.